Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed but did not reproduce any downstream occlusion issues. The fluid number readings were found within specification, but the downstream pressure plate gap was too narrow. The unit passed testing per baxter's service procedure. The unit was reworked per baxter's service procedure.

Event description:
It was reported that a spectrum pump had an issue with the downstream occlusion sensor. It was also reported there was no patient involvement.